Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Radiology films interpretation "lateral c spine x-ray after 2 level acdf with cervical plate and two peek spacers and self-drilling screws. Upper two screws have broken as construct subsided. Spacers appear anteriorly positioned, screws in upper two vertebrae look to have angulated due to narrowing of operative disc spaces."

Event description:
It was reported that a patient underwent a two-level anterior cervical discectomy and fusion (acdf) and sometime postoperatively, the physician observed a broken screw inside of the vertebral body at the top level of the construct. Per the image, no other screws or the plate seem to be negatively affected. The patient reported "pain" to the physician during the follow-up visit. No revision surgery is required at this time and no other patient complications were reported.